Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the vtbi displayed on the syringe pump module is less than expected and alleges patients may be under dosed by several milliliters. The customer states that this frequently occurs with fentanyl infusions with doses of 0.5-4 mcg/kg/hr. The standard concentration for a (B)(6) baby is 10 mcg/ml, which would typically be 1-8 mcg/hr (0.1-0.8 ml/hr). The 60 ml syringe contains 50 ml of fluid. The IV set is manually primed with 2 ml of fluid and when the syringe is placed into the syringe module, the vtbi displayed is 44 ml instead of the 48 ml volume seen in the syringe. The kvo feature in the device is disabled except for the nicu 0-1.499 kg profile. There was no report of a specific patient event with date, time, or details. There was no report of patient harm.